Event description:
The customer reported that infusion bag emptied faster than expected. Tpn was ordered at 6mls/hour. Reportedly approximately 100mls infused over a two hour period. Although requested, no additional patient or event information was provided.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.